Event description:
It was reported that the wire collet " broke down during a surgery." When the device was received for evaluation at the manufacturer it was found that the nose cone is detached from the device. There were no adverse consequences associated with the device.

Manufacturer narrative:
The engineering technician confirmed the reported event and noted the nose cone was detached from the device. The technician also noted corrosion was affecting the nose cone area of the device and little loctite was found. It is likely the corrosion affected the component's connection to the device and may have impacted the degradation of loctite over time.

Event description:
It was reported that the wire collet " broke down during a surgery." When the device was received for evaluation at the manufacturer it was found that the nose cone is detached from the device. There were no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.